Manufacturer narrative:
Investigation begun but not yet completed. A supplemental report will be filed upon completion of the investigation.

Event description:
Meter accepted a patient result and shows on the meter that the result was indeed accepted. Inside of novanet (meter software) and qml (middleware) this result shows that it was not accepted on the meter. Thus preventing the result from going to the patients chart. This could have led to potential delays in treatment.